Event description:
Iit was reported that during an esophagectomy procedure, during the 8th reload application, the surgeon felt that the blade had an unusual resistance to advance through tissue. The surgeon stopped after the first stroke and used the manual release lever to remove the jaws. At the spot where the instrument was fired, the staples seemed closed, but somewhat malformed. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.